Event description:
It was reported that during a ptca/stent procedure, following successful implantation of the stent in the mid right coronary artery, the balloon could not be deflated. After a period of fifteen minutes during which several attempts to remove the balloon were made, the stent delivery system was withdrawn. The pt tolerated the procedure well.